Event description:
It was reported that during a pre-discharge check the patient with this right atrial (ra) lead presented loss of capture (loc) in the right ventricle, in certain pacing configurations. There were initial concerns that the leads were reversed in the header. X-ray imaging subsequently confirmed this lead had dislodged. Subsequently, this lead was successfully repositioned. This device remains in service. No additional adverse patient effects were reported.